Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient moved, then suddenly felt lightheaded. The patient presented to the emergency room, and there were high right ventricular (rv) thresholds observed, which had increased a few days post-operatively. The physician chose to remove therv lead and replace it with a longer length model. No patient complications have been reported as a result of this event.